Event description:
Vent description: a physician used a ng-0640-140-2 neuroguard stent iep system for the treatment of a plaque lesion in the patient's distal left common carotid artery. Minimal vessel tortuosity and calcification were reported. A 90cm 6fr non-medtronic (flexor checkflow) sheath and a spider fx guidewire/embolic protection device were used. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. The vessel was pre-dilated. No resistance was encountered when advancing the device. It was reported that the integrated distal embolic protection filter would not open once the system was inserted in the body. The filter was working during prep of the device but failed to open once inserted across lesion. The physician deployed stent without integrated embolic filter open. Post-dilatation was performed with the balloon mounted on neuroguard system and the procedure was completed. The device was safely removed from the patient. The stent remains implanted in patient. No patient complications have been reported as a result of this event. Investigation: the activation wire separated from the distal collar. The investigation was unable to determine the root cause of the separation. Suspected primary cause: axial load on the actuation wire exceeded the strength of the actuator connection. Conclusions: the procedure was successfully completed, with the primary distal filter in place. The integrated filter opened during device preparation but was unable to open once device crossed the lesion. No patient complications resulted as of this reported event.